Event description:
It was reported there were telemetry issues. An implantable neurostimulator (ins) over-discharge was suspected. Dissatisfaction with stimulation was primary reason for over-discharge. Patient was not using their stimulation as lead was not working and a new lead was being placed the day of report. The last time the patient had felt stimulation was 2 to 6 months prior. Patient noted it had been 2 to 3 months since last stimulation. Antenna locate feature was used but did not resolve the lack of telemetry. One physician recharge mode (prm) so far and still no telemetry with ins recharger or the clinician programmer. Historically the patient had gotten full bars prior to over-discharge. That same day it was reported the lead was replaced and they managed to override the power on reset (por). Follow up reported the patient was fully charged and their stimulation was working. Later follow up reported there was no malfunction and the lead was not in the optimal position for their pain so a new lead was added. It was also noted the patient was happy with their therapy.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).